Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was used on a patient. During use the staff experienced the pump alarming and an incorrect waveform. The doctor checked the iab and found blood in the helium lumen. As a result, the pump was stopped and the iab was removed immediately. A second attempt was made at the procedure with a new iab successfully. There was no report of patient complication or serious injury and death.

Event description:
It was reported that the intra-aortic balloon (iab) was used on a patient. During use the staff experienced the pump alarming and an incorrect waveform. The doctor checked the iab and found blood in the helium lumen. As a result, the pump was stopped and the iab was removed immediately. A second attempt was made at the procedure with a new iab successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected during functional testing. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.